Manufacturer narrative:
The investigation of this complaint has been completed. The anesthesia system was investigated at the hospital by our field service engineer. It was concluded that the air gas module was faulty and needed to be replaced. After the replacement, the anesthesia system was successfully tested and cleared for clinical use. The air gas module was returned for investigation and tested in our laboratory environment. A complete set of device logs was received, in which the reported issues could be verified. During testing of the returned air gas module, the reported issues could be reproduced. During a ventilation session, several alarms for airway pressure: high, fio2: low, expiratory minute volume: high etc. Were generated. The safety valve opened and there was no ventilation. The air gas nodule was investigated further. It was found that the inspiratory valve flow controller pc board inside the gas module was faulty. A reference inspiratory valve flow controller pc board was installed in the returned gas module for testing. All tests passed during a system checkout and a successful ventilation session was conducted. No faults or deviations could be generated. Our conclusion is that one or several faulty components on the inspiratory valve flow controller pc board caused the reported issue.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that during patient treatment, the anesthesia system generated alarms for high airway pressure. There was no patient harm. Manufacturer's reference number: (B)(4).